Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system was returned for evaluation. The delivery system was returned connected to the introducer sheath at the hub. The filter was lodged inside the introducer sheath between the hub and the sheath body. The tuohy-borst was returned tight in place. The introducer sheath was returned cut approximately 13.5cm from the distal end. The sheath was also returned with black marks denoting the area in which the filter was lodged. Functional/performance evaluation: the tuohy-borst was loosened and the filter was pushed forward through the introducer sheath with no notable resistance. The filter deployed from the sheath with no issues. Upon closer visual inspection, no anomalies were noticed on the filter, introducer sheath, tight spline/pusher wire or the storage tube. In addition, the hub in which the filter was lodged in, was sliced open with a razor. Upon further visual and microscopic inspection, no anomalies were noticed on the inside surface. Heat was applied and the filter took the appropriate shape. The filter met all the required dimensional specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the reported failure to advance. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. Microscopic inspection the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the vena cava filter became stuck in the sheath and could not be deployed. Another vena cava filter was prepped and ready for deployment; however, the second vena cava filter became stuck in the delivery sheath during deployment. A third vena cava filter was prepped and deployed successfully, with no further incident. There was no reported patient injury.